Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 an unexpected cgm app shut-off with an alert was experienced. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of an unexpected cgm app shut-off with an alert was experienced could not be determined. A root cause could not be determined via data.